Manufacturer narrative:
This report is submitted on 19 may 2021.

Manufacturer narrative:
This report is submitted on february 9, 2021.

Event description:
Per the surgeon, the patient experienced an infection (inflammation and seroma) at the implant site that was treated with antibiotics (type unknown). The device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the patient with another device.